Event description:
It was reported that the bd alaris pump module smartsite infusion set had balloons / bulges in the tubing. The following information was provided by the initial reporter: nursing opened channel on pump and found bulges x 2 in tubing. Nursing replaced IV line and continued to use pump with no further issues. Level of harm: no apparent harm - reached the patient/person -- inconvenient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that the IV pump was beeping and blood was backing up from the patient through the IV tubing to the pump and found bulges x 2 in tubing. One sample was received for quality evaluation. Visual examination was conducted and the infusion set did not have a drip chamber connected to it. The sample was received in a condition that could not be tested and therefore the customer complaint of back flow / tubing defective / damaged could not be confirmed. A root cause analysis could not be conducted due to the sample not being able to be tested and the failure not being replicated. A device history record review for model 2420-0007 lot number 25013009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.